Event description:
(B)(4) .essure caused chronic inflammation throughout my body which caused me to not exercise, I gained (B)(6) , stayed bloated, had heavy bleeding with clots, pelvic pain, scist on outside of tube, hair loss, skin irritation, brain fog, anxiety/depression and more. Since my hysterectomy (B)(6) 2015 I feel 80% better, no more bloating, only slight inflammation in my body (I can now exercise), minimum hair loss, but I continue to have skin irritation especially when I sweat.